Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty being deflated and failed to be inserted through the sheath at the second attempt. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty being deflated and failed to be inserted through the sheath at the second attempt. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 pta dilatation catheter connected to an unknown inflation device has been received for the evaluation. On the visual evaluation, the returned unknown introducer sheath was noted to have a damage at the distal tip and it was also examined under the microscopic observation. No other anomalies were noted. On the functional evaluation, an in-house guidewire lumen and an in-house introducer sheath were flushed, balloon was loaded onto the guidewire, then inserted into the introducer sheath without issue. On further, the balloon was inflated with the returned inflation device, maintained pressure without issue. The balloon deflated approximately at five seconds without issue and retracted from introducer sheath with out any issue. No other functional testing was performed. Therefore the investigation for the reported deflation issue was unconfirmed as the balloon was deflated successfully without any issue and the deflation time was within the product specification limit. The investigation for the reported difficult to insert and device-device incompatibility was unconfirmed as the balloon was successfully inserted into the sheath without any issue. A definitive root cause for the reported deflation issue, difficult to insert and the device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023),